Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported blood glucose of 291 mg/dl, with the user indicating awareness of the cause and denying symptoms; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included no reported clinical effects. Outcomes included no reported impact such as medical intervention or hospitalization. Investigation included a complaint intake assessment and user-led troubleshooting with education. Investigation of this case revealed no device malfunction or component failure reported and no alarm activity, with the event attributed to user-reported circumstances and an unclear cause relative to device performance. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.